Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the motor control board (0671-00-0004) and front end pcb (0670-00-0668). The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by getinge, the cs300 intra-aortic balloon pump (iabp) unit was not switching on. There was no patient involvement.